Manufacturer narrative:
E1 reporter phone number - (B)(6).

Event description:
It was reported the patient's ipg was inoperable. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Therapy was restored.